Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat a paroxysmal atrial fibrillation, presented leaking blood and air was aspirated. The sheath was introduced into body into the left atrium. While introducing a non-boston scientific mapping catheter, the hemostatic valve was leaking blood and air was pulled in while the physician aspirated. The mapping catheter was removed and the physician attempted to aspirate with no devices in sheath. To solve the issue the sheath was replaced, and the procedure was completed without patient complications. The sheath was disposed.